Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty printed circuit board (patient board). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus evis exera iii video system center was experiencing a video connection issues during procedure preparation. According to the initial reporter, the port where the pigtail plugs into was damaged and now, no image is present. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The port had been damaged, and the unit was not producing an image when tested with a 180 series scope. Additionally, the front panel was discolored and in poor appearance. It is also recommended that the unit received the latest software update. If additional information becomes available following the device evaluation, a supplemental report will be filed.